Event description:
Rv bipolar lead impedance warning on (B)(6) 2021. Rvup to rvcoil lead impedance warning on (B)(6) 2021. Last rv impedance measured on (B)(6) 2021 190 ohms. Threshold 200 ohms. High rv threshold on (B)(6) 2021. Measurement consistent with historical values. Sensing integrity counter since (B)(6) 2021: short v?v intervals 2317 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).